Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was sent to the service center for evaluation. The reported problem was not confirmed by the service center. The device had a valid operation. Pump in good condition, for control. A specific root cause for the user to experience this failure cannot be determined as the device functioned as intended during testing. This serialized device was manufactured prior to kimball, therefore a DHR cannot be performed since the original manufacturer no longer exists and the current manufacture can no longer make any process correction or corrective actions if needed. A review of the depuy synthes mitek complaints system revealed three dissimilar complaints for this serialized device. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the customer that during a knee arthroscopy procedure the pump does not do any suction, the case completed with no harm to the patient. No more information provided.